Event description:
Reporting status: death. Reporting rationale: death. Device issue: no device malfunction has been reported. It was reported via a trial that in 2008, the patient underwent direct stenting of the restenosed unknown stent within the proximal cx and direct stenting of the proximal rca with a total of two xience v stents. During the 180 day phone follow up, the research coordinator spoke to the patient's spouse and was informed that the patient unexpectedly expired at home in 2009. An autopsy was not conducted. The spouse stated that the patient has not been feeling well; the patient had laid down to rest. The spouse left the home for routine shopping and found the patient deceased after returning home. It was reported that the death certificate read the cause of death as coronary artery disease. No additional event or patient information is available.

Manufacturer narrative:
Results & conclusions summation - death is a known adverse event with coronary stenting. The lesions were treated without pre-dilation, IFU states, "the vessel should be pre-dilated with an appropriate sized balloon." Additionally, a restenosed stent within the proximal cx was treated, IFU states, "the xience v stent is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo native coronary artery lesions." Also states, "safety and effectiveness of the xience v stent have not been established for subject populations with the following clinical settings: previously stent lesion, in-stent restenosis". The other xience v is being reported under another MFR #.